Event description:
The user received a questionable troponin t stat generation 4 (troponin t) result for one patient sample. The initial result was 0.323 ng/ml with a data flag. The repeat result from the same sample was 0.031 ng/ml. A second sample was drawn from the patient and the result for that sample was 0.034 ng/ml. The erroneous result was not reported outside the laboratory. The repeat result was considered to be correct. The patient was not adversely affected. The troponin t reagent lot number was 16696602 with an expiration date of 01/31/2013. The field service representative was unable to determine a cause and could not duplicate the issue. He ran performance testing and visually observed the instrument for proper mechanical movements and alignment. The performance testing results were within specification. He noted the calibration and quality control prior to his arrival was within the user's specification.

Manufacturer narrative:
The investigation could not determine a specific root cause. The patient was not adversely affected.